Event description:
Catheter completely dislodged from housing and passed into pulmonary vessel. Catheter was inserted on 1/17/96 with good post-op chest x-rays. Oncologist tried to use it on 1/26/96 without success. Chest x-ray done at that time demonstrating catheter dislodged into pulmonary vessels. The problem with this new type of connector is that it does not stay locked.